Event description:
During a laparoscopic gastric bypass procedure, the instrument could only be fired half way on 2nd firing. An ec60 device was used to complete the procedure. There was no pt consequence.